Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufactuer.

Event description:
Caller tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.665 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system however the test strips are no longer avaiable; replacement was sent.